Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope became blurry and unable to fix. Following cleaning and sterilization, scope remained blurry. Supervisor confirmed correct cleaning and sterilization per IFU. No patient harm reported.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber #(B)(4). Corrected section: updated the lhr/DHR comment. This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. There were no visual defects observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was successfully obtained. Based on the results of the evaluation, the reported failure "poor quality image" is not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope became blurry and unable to fix. Following cleaning and sterilization, scope remained blurry. Supervisor confirmed correct cleaning and sterilization per IFU. No patient harm reported.